Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier would not fire correctly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). What is meant by clip applier would not fire correctly? Two clips came out of the device during the second firing of the device. Which firing of the device did this event occur on? Second firing. What vessel or structure was the device fired on at the time of the event? The account did not specify if the firing was on the cystic duct or cystic artery. Was the clip fully advanced into the jaws prior to firing? The account contact did not specify if the clip was fully advanced. Were there any feeding issues experienced with the device? Two clips came out during the second firing of the device. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The account contact did not specify if the clip was visualized. Was there any torquing or twisting of the device present at the time of firing? The account contact did not specify if there was any torquing or twisting. Was any unexpected resistance felt while firing the trigger? The account contact did not specify if there was any resistance felt while firing the trigger. Were any unexpected noises heard? If so, when? There was no mention of unexpected noise. Was clip fired over another clip or hard structure? Unknown. Was the device fired after this incident in or out of the patient? The device was fired outside of the patient and worked correctly upon firing. The analysis results found that the el5ml device was returned in good visual condition with a clip in the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it malformed a clip due to a conforming clip found jammed between the jaws and the cam. The jammed clip was removed and the device was cycled and it fed and formed the remaining clips as intended. No multiple feeding issues were noted during analysis. In addition, the indicator was found undertraveled. Please note the indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.